Event description:
The customer contact reported a leak; subsequently, blood loss was noted. On an unspecified date, it was reported a male adapter of an unspecified primary tubing set was connected to the clave port of the extension set and was being used to deliver an unspecified medication. The t connector of the extension set was connected to the pt's central line. After an unspecified length of time, the customer contact reported that after the nurse disconnected the primary tubing set from the clave port of the extension set during a routine tubing set change, solution leaked. An unspecified volume of blood loss was noted coming from the clave port. It was reported the silicone sleeve on the clave port "popped out." The extension tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.